Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/granuloma/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant (left) and an unknown mentor gel implant (right) experienced right sided rupture post procedure, right sided granuloma, and bilateral capsular contracture post procedure. This was demonstrated through magnetic resonance imaging. This was accompanied by left sided breast pain and right sided firmness. As a result explant without replacement was performed on (B)(6) 2021. The left sided issues were reported initially under 1645337-2021-01045 on (B)(6) 2021. On july 23, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.